Event description:
It was reported that during injection of the amvisc plus into the patient's eye, the cannula detached from the syringe. The surgeon noted the resistance was a little higher than normal while injecting; however, no anomalies or sings of damage were observed prior to use. There was no report of injury to the patient. A backup amvisc plus was used to complete the procedure.

Manufacturer narrative:
The device has been returned to b and l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.